Manufacturer narrative:
Note: adverse event. Product problem: chosen to align with information, even though only device issue was coded on a non-reportable pli (i.e. Reason for mismatch in fdd code a24, as there was no device issue reported on the ins). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was that the patient just got implanted the day of the report. They were at home and could not pee, and stimulation hurt like pins and needles poking in the labia. The caller was walked through how to connect with the stimulator. They were having difficulties. They received a message "permission required, ok, or exit." Allow media files from device. Mobility was brought on to help clear the messages displayed on the handset so the patient could connect the handset and communicator to their stimulator. The patient was finally able to connect the handset and communicator to their stimulator and lower stimulation to a lower level that was comfortable. The pain was resolved by turning stimulation down, but it was not known if their not being able to pee was resolved.